Manufacturer narrative:
The disposable handpiece used in this case was not returned; therefore, a failure analysis of the complaint device cannot be completed. The lot number of the disposable handpiece was not provided. Therefore a device history could not be performed. A review of the rf controller lot history record revealed no manufacturing nonconformities issued that would have contributed to this event. The rf controller was returned, and an investigation was conducted. The uit feature in the rf controller was found to be functional. All rf controller specifications relevant to the uit function were also tested, and all were found to be in compliance with the manufacturer's original specifications. Uterine perforations are known complications of endometrial ablation. Complications associated with uterine perforations are addressed in the warning section of the operator's manual and instructions for use, including the statements: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable handpiece. Excessive force applied during placement of the disposable handpiece may result in tissue injury, including perforation. Although designed to detect a perforation of the uterine wall, this test is an indicator and it might not detect all perforations. Clinical judgment must always be used. The operator's manual lists infection as a possible adverse event after endometrial ablation under "other" adverse events. Disposable handpieces are terminally sterilized using a validated process, and every lot is verified by quality during the review and release process prior to shipment. The relationship between the device and the reported adverse event could not be established.

Event description:
It was reported that after an uneventful endometrial ablation procedure, the patient underwent post-ablation diagnostic hysteroscopy and was diagnosed with uterine perforation. The patient was discharged but went to the ER later the same day complaining of abdominal pain. The patient was afebrile, wbc was normal. CT scan revealed the presence of fluid in the abdominal cavity. The patient was admitted, treated with antibiotics, and discharged a few days later.